Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion during a procedure in which a farawave catheter was selected for use. The effusion was managed by the physician via pericardiocentesis, and the procedure was completed successfully. No prolonged hospitalization was required, and the patient fully recovered. No device-related issues were reported. The device is not expected to be returned, as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion during a procedure in which a farawave catheter was selected for use. The effusion was managed by the physician via pericardiocentesis, and the procedure was completed successfully. No prolonged hospitalization was required, and the patient fully recovered. No device-related issues were reported. The device is not expected to be returned, as it was disposed of.